Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed the issue and replaced the hrsv and input cover. The system was tested and verified as ready for use. Isi received the hrsv involved with this complaint to perform failure analysis. The unit was analyzed, but the reported failure could not be replicated. The unit was installed onto the test system, and on startup, the unit presented no issues at all. The unit was left idle for 20 minutes to look for possible errors, then the system ran for 10 power cycles. No errors or image issues were observed. The affected part input cover involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) to report that the right eye in the surgeon side console (ssc) was blank. The customer had already power-cycled the system; however, the issue persisted. The customer described the right image as completely blank with no text or graphics. The customer continued with the remaining left-eye image. There was no reported injury.